Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded lightly coiled silver wire / embedded within the bilateral portions of the fallopian tubes are coiled segments of wire"), fallopian tube perforation ("perforation (fallopian tube(s)) perforation of right fallopian tube") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection from (B)(6) 2013 to (B)(6) 2013, appendectomy and hernia repair. Concurrent conditions included pap smear abnormal, pelvic mass and dysrhythmias. On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced pelvic pain ("pain / lower pelvic area pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (other) describe: bacterial vaginosis"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (ablation on (B)(6) 2015 and robotic total laparoscopic hysterectomy with left salpingectomy and distal right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, menorrhagia, vaginal haemorrhage, bacterial vaginosis, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory position of essure devices with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs and mr were received: events: vaginal hemorrhage, menorrhagia, bacterial vaginosis,, migraines, headaches, dysmenorrhea, dyspareunia, fallopian tube perforation, fatigue, embedded device, pelvic pain were added. Essure insertion and removal date were updated. Essure removal surgeries were added. Reporters were added. Medical history were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.